Event description:
The customer reported approximately 20 mls of liquid leaked inside the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a pinhole through tubing in pinch valve vl4c. The fse replaced the tubing and the instrument ran without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).